Event description:
Patient on bypass for around 7 hours. At 16:35 abg = fio2 100%, po2= 100%, 17:00 abg = fio2 100%, po2 = 54%. Oxygenator failing to deliver oxygen to the patient. Patient then ventilated, perfusion began process of changing out oxygenator. Patient came off bypass at 17:43, changed out oxygenator, back on bypass at 17:46. Fio2 = 1--%, po2 = 408%. Reason for use: thoracoabdominal aneurysm repair.